Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Pinch inside cheek [mouth injury]. Gap between fixed base of brush moves away from moving head part [device physical property issue]. Gap between fixed base of brush moves away from moving head part and pinches inside cheek [injury associated with device]. Brushes tend to fall apart [device breakage]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the "non circular brush part" of the oral-b dual action brushheads fell apart after a few weeks of use. They pinched his cheek as the gap between the fixed base of the brush moved away from the moving head part. Each brush from a pack of 4 became faulty. The case outcome was unknown. No further information was provided.